Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up testing, the cardiosave intra-aortic balloon pump (iabp) failed the power up tests code #14. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings and investigation conclusions). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) is waiting for the parts to be replaced. Complaints of more than three (3) gfe attempts were performed to obtain additional information and still fse is waiting for parts. So, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated. H3 other text: waiting for the parts to be replaced.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h1, h2, h3, h6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. Unit requires fsn coiled cable to fully test. Compressor was previously fitted however the unit requires other parts due to display issues. Parts required field task for quote raised. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).